Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The actual sample was received for inspection and was inspected visually with unaided eye. It was confirmed that the sampling line tube had been fractured and separated from the joint with the oxygenator port. The fracture surface of the sampling line tube was inspected under a magnification and electron microscope. It was found smooth, which inferred that the fracture may have caused due to a momentaneous shock load. There was not any foreign substance or air embedded in the material, which could be a trigger of the fracture. The sampling line tube of the actual sample was cut, and the cross-section was inspected under magnification. The wall thickness was confirmed even. The outside and inside diameters of the tube were measured. Compared to the current product sample, no difference in the measured values was confirmed. Reproductive test/low-temperature fragility: assuming that the fracture occurred during transportation or storage, multiple test samples packed in the unit boxes were chilled, and then dropped from 1.5 meter high. As a result, some of the tubes were fractured at the joint with the product. The fracture surface of the fractured tube was evaluated and confirmed to be similar to that of the fractured sampling line tube of the actual sample. The test condition was set discretionarily. IFU states: if the product is dropped during set-up, do not use it. Replace with another device. As a cause of occurrence, it was presumed that the fracture was caused by the following mechanism based on the investigation results including the state of the fracture surface of the actual sample and the reproductive test results. The product was cooled under low temperature environment during transportation or storage in the cold season, and the product in that cooled state was exposed to strong impact load during being handled, which resulted in the fracture of the sampling line tube. From the available information, however, the exact timing of occurrence could not be determined.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product-release judgement record of the involved product code/lot# combination was conducted with no findings. (B)(4). Registration no. (B)(4).

Event description:
The user facility reported that during the pre-installation inspection of the capiox device, the sampling line from oxygenator side was found fractured, the package was in good condition. The procedure outcome was not reported. The patient was not harmed.